Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not gripping clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and was noted to be working as expected; however, when the surgeon was attempting to clip the tissue the clip applier was not clipping. The customer noted the clips were not being gripped properly. The customer removed the instrument and obtained a backup instrument to complete the procedure without any injury or impact to the patient. The instrument was sent back to isi for analysis of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the clip test on 3 of 3 attempts. The instrument was fully functional. No product issue was identified.